Event description:
Further review this patient's programming history identified that their settings show that his frequency is 10hz, and on time 7sec. In our labeling we have the following indication: "for output currents = 1 ma, the tolerance is +/- .25 ma. Maximum output is 12.5 +/- 2.5 v with the exception of 10 hz, 7 seconds on time, in which case the maximum output is 4.4v and .25 ma tolerance. This .25 ma tolerance also applies to 15 hz, 7 seconds on time, .5 ma output current. This means that, at the aforementioned settings (10hz, 7sec on) the generator was not able to deliver all the voltage that it can at 2 ma or 2.25 ma if the frequency and on time had been different. That may have been a factor in the increase in seizures, as the desired therapy was not being properly delivered. Thus far no further information has been attained. This information has been provided to their vns programming physician.

Event description:
It was reported by a company representative that a vns patient experienced an increase in seizures due to unknown reason and was admitted into the hospital. The output current was adjusted from 2ma to 2.25ma and the patient was left in observation. Additionally, the patient was reported to have had a higher increase in seizures after the current was adjusted. Moreover, information from the area representative indicated the treating physician decided to program the patient's device off. The treating physician and caregiver refuse to provide further information regarding the patient.

Event description:
Additional information was received that the patient has moved abroad since (B)(6) 2012 and is receiving treatment in the united states.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.